Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The operative record was reviewed. The rotator cuff was normal. The native humeral head had deformity, peripheral osteophytes and segmental head erosion. The native glenoid had posterior erosion and osteophytes. There were no surgical complications, deviations from the surgical technique, or delays in the procedure. The patient had an atv accident after the 3 month visit and this likely contributed to the reported events reported at 1 year and 2 years post op. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: pt hybrid glenoid post gegenerex porous ti construct cat#: pt-113950 lot#: 868190, versa-dial shoulder system modular head with variable offset cat#: 113053 lot#: 466480, versa-dial shoulder system comprehensive adaptor cat#: 118001 lot#: 530440, comprehensive shoulder system mini stem cat#: 113632 lot#: 760090. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02796, 02797, 02799, 02800, 02801.

Event description:
It is reported that patient underwent initial left shoulder arthroplasty. Patient began reporting pain at the 6-week follow-up, which resolved by the 2-year follow-up. Three months post-implantation, the patient also reported instability and impingement. One year post-implantation, the patient reported instability, and the patient's radiographs revealed 1mm of glenoid radiolucency. At 2 years post-implantation, the patient reported mild instability. No revision has been reported, and outcome of treatment is tolerated.